Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain felt like labor pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no headaches. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and arthralgia ("hips hurt a lot") and was found to have weight decreased ("severe weight loss"). Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia and weight decreased outcome was unknown. The reporter considered arthralgia, pelvic pain and weight decreased to be related to essure. The reporter commented: I have the same symptoms.I had the procedure 6 years ago and every other month since then I have symptoms of labor and even have urge to push. I wouldnt want a hysterectomy. I just want these springs removed. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from socail media: reporter and new event, "severe weight loss" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of weight decreased ('severe weight loss'), pelvic pain ('pain felt like labor pain') and arthralgia ('hips hurt a lot') in a female patient who had essure inserted. Medical conditions: no headaches. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain and arthralgia and was found to have weight decreased. Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia and weight decreased outcome was unknown. The reporter considered arthralgia, pelvic pain and weight decreased to be related to essure. The reporter commented: I have the same symptoms.I had the procedure 6 years ago and every other month since then I have symptoms of labor and even have urge to push. I wouldnt want a hysterectomy. I just want these springs removed. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "pelvic pain" was downgraded to non serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain felt like labor pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no headaches. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and arthralgia ("hips hurt a lot"). Essure treatment was not changed. At the time of the report, the pelvic pain and arthralgia outcome was unknown. The reporter considered arthralgia and pelvic pain to be related to essure. The reporter commented: I have the same symptoms. I had the procedure 6 years ago and every other month since then I have symptoms of labor and even have urge to push. I wouldn't want a hysterectomy. I just want these springs removed. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet:: event was added-hips hurt a lot. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.